Event description:
Iab became entrappe due to rupture and blood drying within lumen of balloon. Pt was pronounced when entrapment occurred due to a combination of events including iab failure. Severe peripheral vascular disease unable to access the femoral artery from either leg, iab inserted directly into aortic arch with pulse strings. Pt was doing poorly and unfortunately a vf episode plus balloon failure lead to death.